Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing and an electrode reposition procedure was subsequently performed. An untreated episode was recorded two days after the revision due to once again noise oversensing. Provocative maneuvers could reproduce myopotentials that were not oversensed though in primary and alternate vector configuration. X-rays were performed and the electrode seemed slightly moved. The vector was then reprogrammed to secondary, and the patient will continue to be monitored. This s-ICD remains in service and no additional adverse patient effects were reported.